Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed on 8aug2014 due to scrotal pain. A reimplant surgery was performed to implant a new ipp. The patient had a successful outcome with no complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed on (B)(6) 2014 due to scrotal pain. A reimplant surgery was performed to implant a new ipp. The patient had a successful outcome with no complications.